Event description:
The customer reported "charging pump is also difficult and metal piece looks loose". The customer declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.